Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced an auto fill failure. No patient was involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the device and the safety disk and all the tube connections are opened/refitted, calibration is done as per factory protocol, and the machine is kept under observation. The safety disk and all the tube connections of machine is kept under observation. All functional tests are passed. The iabp machine has been run for more than four hours with the trainer and is handed over in good working condition.

Event description:
N/a